Event description:
New information from (B)(6) 2015 reported that oversensing on the lead caused an inhibition of atrial pacing. No patient symptoms were reported.

Event description:
It was reported that undersensing had been observed on the atrial lead through remote transmission. The lead remained implanted; no patient symptoms were reported.

Manufacturer narrative:
.